Event description:
The customer stated phenobarbital quality controls were higher than expected on an archtiect c4000 analyzer when reagent lot 85773un12 was in use. The customer began using phenobarbital reagent lot 96734un13 to resolve the issue.

Manufacturer narrative:
(B)(4). The investigation determined three lots of phenobarbital reagent (52803un12, 62299un12, and 85773un12) have exhibited increased imprecision associated with the aging of the reagents. The issue is driven by flocculation in the r2 reagent. Customers have been instructed to discontinue use of these three lots and destroy any remaining inventory. A replacement lot with reduced dating is available to customers.